Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Through diagnostic x-ray imaging it was found that the patient¿s ipg had been flipping in the pocket. This resulted in high impedance on one of the leads (related manufacturer reference number: 1627487-2020-32692). As result the ipg pocket was reinforced and the patient was satisfied.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.